Event description:
It was reported, pt had open reduction and internal fixation of fractured hip with a gamma nail. Pt was admitted with fractured nail. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if received will be submitted on a supplemental report.